Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure " a couple of weeks" prior to (B)(6), 2010 (exact date is unknown), the peg tube was leaking and had a slit across the length of the tube. The device was replaced, manufacturer is unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Although customer reported receiving inaccurate results over two years ago no specific readings were reported. Additionally, all readings listed in the meter log were obtained in april 2010. This is a final report.

Event description:
The customer's neighbor reported that approximately two and a half years ago the customer obtained different readings on their blood glucose meter, and as a result they experienced symptoms of irritability, headaches, mood swings and shakiness. It was also reported the customer lost consciousness and experienced seizure. The paramedics were called and the customer was reportedly treated with glucose (route of administration is unknown). The customer's neighbor reported the customer was transported to a health care facility where they were diagnosed severe hypoglycemia and treated with an intravenous medication (unknown) and "injections" of glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.